Manufacturer narrative:
Model number/catalog number 720185-01 serial number null batch/lot number 1000395653 model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient stated being unable to inflate an inflatable penile prosthesis (ipp) as the pump was either too hard to depress or it went flat. The patient indicated that on the physician's opinion it would "work itself out". Patient liaison provided troubleshooting techniques including burp and anti-stiction. The patient would attempt the maneuvers and write back if further assistance was needed.